Manufacturer narrative:
This supplemental report is being created to include additional information received and device evaluation. The following sections have been updated: b1report type, b2 outcomes attributed to adverse event, b5 describe event or problem, d4 serial number, h1 type of reportable event, h3 device evaluated by manufacturer, h6 health effect impact code, and h10. The device was returned for analysis and the customers allegations were confirmed as the device failed the probe check; the probe was detached and the missing portion was returned. Additional findings include the following: both switches were functional; upon visual inspection there was tissue buildup; the ptfe pad (teflon pad) was inspected and found it has normal wear, no metal exposed, no abnormality; the wiper movement was normal; the consistency of movement of the handle and jaw was normal and the handle load was normal; the rotation of the knob torque was normal and smooth. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The device fell into the abdominal cavity and was retrieved with forceps. There was no known unplanned diagnostic imaging to locate the device or confirm it was removed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the exact cause could not be determined. However, the broken probe possibly occurred by the following mechanism: 1. The output was activated in seal & cut mode while the grasping section was grasping thick tissue. Therefore, the probe and the tissue pad came into contact at the rear end of the grasping section, causing the tissue pad to wear out. 2. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. 3. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. 5. A force was applied to the probe causing it to break. The event can be prevented by following the instructions for use which state: - "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. - when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. - during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has been returned and is pending analysis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the ultrasonic arm of the jaw broke away during the therapeutic laparoscopic hysterectomy on the thunderbeat 5 mm, 35 cm, front-actuated grip type s. The procedure and the patient¿s anesthesia was prolonged by fifteen minutes. The condition of the patient was not impacted by the failure. The procedure was completed with the same device and did not impact the outcome, and the patient was discharged. There was no additional medical intervention required as a result of the reported problem. There were no other devices connected to the subject device when the issue occurred. No other equipment was replaced during the procedure. The device was inspected before use per the instructions for use. No further patient harm was reported.